Event description:
It was reported that the patient's pacemaker exhbited noise. No patient symptoms or intervention was reported.

Manufacturer narrative:
Further information was requested but not received.